Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 11 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to its respective pump port. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed a tissue-like thrombus seated around the inlet bearing cup. The tissue appeared denatured and showed evidence of laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A specific cause for the development of the observed thrombus could not be conclusively determined. Although the duration of its presence in the pump could not be conclusively determined, the structure of the thrombus suggests that it was in the early stages of development. Review of the submitted system controller log files revealed elevations in pump power between 09/20/2017 and 10/04/2017; however, a correlation between the observed depositions and these pump power elevations could not be conclusive determined because the duration of the duration of its presence in the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital with suspected pump thrombus. The physician reported that the patient had reportedly been on either minimal anticoagulation or no anticoagulation at all. The echocardiogram showed what appeared to be severe aortic insufficiency inflow flow velocities. On (B)(6) 2017, the patient underwent a pump exchange. No further information was provided.